Event description:
There was a problem with the guidewire insertion. Two kits were opened during the procedure. The procedure was placement of peg tube. The problem was reported as the inability to pass the guidewires beyond the connector of the peg tube portion. Reported to risk by director of surgical services. The products were not saved by the staff. Dates of use: 2008. Diagnosis or reason for use: nutrition. Event abated: yes. Event reappeared: yes.